Manufacturer narrative:
A root cause investigation was completed related to the reported event. Onsite evaluation of the device found that the user had made unauthorized modifications, and as a result an actual root cause could not be determined. The generator battery pack in question was purchased by the customer from a third party parts supplier and installed by the customer, without guidance from ge service. The uroview 2500 operator¿s manual states that ¿no unauthorized modifications should be made to the system. Such modifications could result in hazardous or unpredictable operation¿. The potential cause of the fire in the uroview 2500 generator is a failure in the generator battery pack, likely a short circuit across one or more of the batteries within the pack. No further actions are planned by the manufacturer at this time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Preliminary analysis indicated that the fire began in a remote generator room involving the main system battery packs. An investigation was opened related to the event and is currently ongoing. A supplemental report will be filed at the conclusion of the investigation.

Event description:
The customer reported that the system caught fire inside a remote generator room within the hospital facility. The fire was safely extinguished. No patient serious injury or death was reported related to this event.